Event description:
It was reported that a stent fracture occurred. The target lesion was located in the superficial femoral artery. A 5 x 100 x 130 innova was selected for use in a lower extremity arterial stenting procedure. Balloon dilation was performed. The stent was implanted. Angiography showed the stent was fractured after implantation. There were no patient complications reported. The patient was hospitalized for additional surgery.

Manufacturer narrative:
(B)(6).